Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of calibration in relation to the reported continuous air sensor alarms, which were not reproduced during evaluation. A review of the event history log identified continuous air in line alarms. The cause was determined to be an ultrasonic sensor out of calibration which was unable to be calibrated. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced continuous air sensor alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.